Manufacturer narrative:
It was reported the IV tube was leaking at the distal y-site lower access port. Received from the customer was one used primary set model 2420-0007, lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The primary set¿s tubing (p/n: (B)(4), was separated from the inlet port of the distal smartsite (p/n: (B)(4). Clear liquid was observed in the set¿s drip chambers and entire length of tubing. Visual inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. No other abnormalities were observed on the set during visual inspection. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis was performed on the tubing p/n (B)(4). In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (distal smartsite inlet port). The outside diameter of the tubing measured 0.146¿, within the specification of 0.145¿ +/- 0.003¿. Equipment used (measurement and testing performed on (B)(6) 20. Ram optical instrumentation/eq08204/calibration due date (B)(6) 2021. Device history record could not be performed on model 2420-0007, because the lot # for the suspect set was not provided. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The bd tj/nogales manufacturing facility are aware of insufficient solvent on critical joints. There is an existing corrective action (CAPA 475391 and 1027651) for this engagement in which the CAPA was closed as "effective" in mitigating this defect. The reported issue will continue to be monitored for an increase in frequency.

Event description:
It was reported that the as lvp 20d 2ss cv tubing leaked at the distal y-site lower access port about 3 hours into the infusion due to a loose connection. The following information was provided by the initial reporter: ringer lactated was infusing about 3 hours when patient called rn to room and indicated that her IV was "leaking". Rn noted loose connection at distal y-site of lower access port (completely separated from the rest of IV set during rn inspection). Infusion tubing removed at saline lock site. New IV bag and tubing primed, and attached to patient's saline lock.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 2ss cv tubing leaked at the distal y-site lower access port about 3 hours into the infusion due to a loose connection. The following information was provided by the initial reporter: ringer lactated was infusing about 3 hours when patient called rn to room and indicated that her IV was "leaking". Rn noted loose connection at distal y-site of lower access port (completely separated from the rest of IV set during rn inspection). Infusion tubing removed at saline lock site. New IV bag and tubing primed, and attached to patient's saline lock.